Event description:
It was reported that during a robotic partial hepatectomy, the stapler would not fully fire. It would start but not follow through. Manual override was used. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. D4: batch # 571c38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, issues with the clamp release sticking were discovered after the bailout was reset. A crack in the clamp release was found after disassembling the device. The event log shows the device was fired into lockout. Multiple fire attempts were then made before opening the device. The device was then bailed out. The damage on the clamp release button, one possible scenario is due to applying a large force on the clamp release button in the opening direction. This can then result in damage to the clamp release button if the applied load is high enough. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.   Device history review: a manufacturing record evaluation was performed for the finished device batch number 571c38, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If so, was the staple line complete? If so, were the staples the appropriate b-shape form? Did the device cut? If so, was the cut line complete? What trouble shooting techniques were used prior to manual bail out?